Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no ncmr's recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic jaw cracked off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the jaws and heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw and remained attached at the base and tip of the hot jaw. The silicon insulation on the cold jaw was observed to be peeled and detached from the jaw, leaving a portion of the inside metal jaw exposed at the base of the jaw. The peeled silicon insulation was returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as the analyzed failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic jaw cracked off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.